Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11. 15 previously reported events are included in this follow-up record. Product return status 14 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 15 malfunction events in which the device had a component detach. 6 events had the problem identified during a non-clinical procedure; there was no patient involvement. 6 events had the problem identified before clinical use/exposure; there was no patient involvement. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 6 devices were received. 9 device investigation types have not yet been determined. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device had a component detach. 7 events had the problem identified during a non-clinical procedure; there was no patient involvement. 5 events had the problem identified before clinical use/exposure; there was no patient involvement. 3 events had patient involvement: no patient impact.